Event description:
Boston scientific crm received information that "this right ventricular (rv) lead was recently repositioned due to the pt recently falling. As a result, there was apparent dislodgement, as no packing and higher thresholds were observed than from implant, as the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary." Boston scientific claims that this event occurred on the same day as implantation, however, the complaint implies that there is a time gap between the implant and the event. The implant and event dates will not be included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.